Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device was not returned; however, retain sample lot d200303 was evaluated by product analysis on 08/01/2016 with the following findings: no failures were observed during incoming inspection. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The device has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. The patient reportedly experienced a blood glucose (bg) value of 280mg/dl with extreme drowsiness and felt lethargic. The patient reportedly did not require medical intervention and remained on the pump. This complaint is being reported because the patient experienced an adverse event allegedly due to the user unable to resolve the alarm resulting in a long term cessation of insulin delivery.